Event description:
It was reported that high lead impedance was observed during an office visit. X-rays were reviewed by the physician however no fractures were observed. These images have not been reviewed by the manufacturer to date. No additional relevant information has been received to date. No surgical interventions are known to have occurred to date

Event description:
The x-rays were received and reviewed by the manufacturer. The images showed that the generator's placement was normal in the left axillary position. The lead's strain relief was not adequate per labeling as there was only a strain relief bend present secured by two tie-downs. There was no strain relief loop present. A portion of the lead was behind the generator and therefore could not be reviewed. No obvious gross lead discontinuities or sharp angles were observed in the visible portion of the lead. Even though no obvious issues were observed in the images provided the presence of a micro-fracture cannot be ruled out.